Manufacturer narrative:
The control solution test was not in range. The patient was sent a replacement meter and a new shipment of test strips and control solution. The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient used the teladoc health blood glucose meter and performed a control solution test. The control solution test was out of range twice. The patient didn't confirm if an adverse event and/or receive treatment as part of the malfunction.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the devices was working as intended.

Event description:
The patient used the teladoc health blood glucose meter and performed a control solution test. The control solution test was out of range twice. The patient didn't confirm if an adverse event and/or receive treatment as part of the malfunction.